Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent button response on the escape button. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked reservoir tube lip. Data analysis: there is no data listed for the dated of (B)(6) 2017 due to pump received without battery installed. Pump received with intermittent button response due to flattened escape button dome switch. The keypad connector on j2/lcd is locked properly during visual inspection.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test,unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent button response on the escape button. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was hypoxic respiratory failure and pancreatic cancer. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 289 mg/dl a day before the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the customer was unable to manage their pump. The customer was using sensors. The caller agreed to return the insulin pump for analysis. The pump was received with intermittent button response on the esc button.